Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient made a mistake and touch contamination occurred which led to peritonitis (details not provided). The patient was not hospitalized for the event. Treatment was not reported. Concomitant therapy was not reported. At the time of this report, dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). On an unreported date, the patient developed a blood clot. Onset and treatment were not reported for the blood clot. It was reported that the home patient (hp) passed away due to the blood clot, natural causes and peritonitis. Dianeal therapies were ongoing until the time of death. The hp was in the hospital at the time of death. The cause of this patient's death as listed on the certificate of death was due to natural causes and peritonitis. It was not reported whether an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.